Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an open book image alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm found on 21-dec-2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files and traces. Please see below for pump errors/alarms noted 1 week prior to the event date 21-dec-2022 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:34:49.000, (B)(6) 2022 22:35:24.000, (B)(6) 2022 22:36:19.000, (B)(6) 2022 22:37:04.000 (B)(6) 2022 22:39:44.000, (B)(6) 2022 22:39:49.000, (B)(6) 2022 22:41:08.000, (B)(6) 2022 22:45:26.000, (B)(6) 2022 22:52:03.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 22:33:51.000, (B)(6) 2022 22:36:00.000 (B)(6) 2022 22:39:00.000, (B)(6) 2022 22:40:56.000 (B)(6) 2022 22:42:44.000, (B)(6) 2022 22:43:08.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:33:51.000, (B)(6) 2022 22:35:06.000, (B)(6) 2022 22:35:13.000, (B)(6) 2022 22:35:32.000, (B)(6) 2022 22:35:41.000, (B)(6) 2022 22:35:53.000, (B)(6) 2022 22:36:34.000, (B)(6) 2022 22:36:42.000 (B)(6) 2022 22:37:16.000, (B)(6) 2022 22:37:39.000, (B)(6) 2022 22:38:03.000, (B)(6) 2022 22:39:44.000, (B)(6) 2022 22:40:20.000, (B)(6) 2022 22:40:42.000, (B)(6) 2022 22:40:56.000, (B)(6) 2022 22:42:11.000 (B)(6) 2022 22:42:18.000, (B)(6) 2022 22:42:44.000 and (B)(6) 2022 22:43:08.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:46:00.000, (B)(6) 2022 22:46:11.000 (B)(6) 2022 22:53:54.000, (B)(6) 2022 22:54:05.000 pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:43:14.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:43:14.000 (B)(6) 2022 22:43:30.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:43:43.000 (B)(6) 2022 22:45:41.000 (B)(6) 2022 22:52:27.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert, failed battery alert/battery failed alarm, power loss alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were unexpected since the customer was using a good battery. Pump error 4 alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:33:48.000 and (B)(6) 2022 22:43:12.000. Pump error 4 alarm (file number: (B)(4) line number: (B)(4)). Suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms on (B)(6) 2022 at 10:36:49 pm, (B)(6) 2022 at 10:37:16 pm, (B)(6) 2022 at 10:37:20 pm, (B)(6) 2022 at 10:40:24 pm, (B)(6) 2022 at 10:42:26 pm and (B)(6) 2022 at 10:43:15 pm according in the formatted history file/detail trace file. Pump error 53 alarm due to software error (linenumber = (B)(4); filenumber = (B)(4)). The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. A cracked retainer was confirmed. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Low battery alert, failed battery alert/battery failed alarm, unexpected battery power loss or replace battery alert/replace battery now alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and pump error 4 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary:the insulin pump was returned for analysis.